Event description:
Revision surgery performed about 3 years and 10 months after the primary surgery due to stem loosening. Stem and head revised.

Manufacturer narrative:
Batch review performed on 6 september 2024 lot 2005822: (B)(4) items manufactured and released on 12-oct-2020. Expiration date: 2025-sep-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.